Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device, resulting in the decision to explant the device. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.